Event description:
After an implant time of approximately 39 months, threshold increases were reported. Since the patient had also developed tachycardia, the patient received a dual-chamber ICD. In this upgrade procedure, this lead was explanted because a defect was detected.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis showed fraying of the insulation between 47 cm and 50 cm distal of the is-1 connector pin. The observed damage manifestation leads to the assumption of friction against the adjacent partner lead. These damages are with high probability the cause for the clinical complaint. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The analysis did not show any other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or a manufacturing error.